Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod, chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes, chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient's blood glucose (bg) values reached 595 mg/dl. The patient was taken to the hospital to seek treatment. For treatment, the pod was removed and discarded, a manual injection of 10 units of insulin was administered, intravenous (IV) fluids were given, and a IV drip was placed. The patient was diagnosed with diabetic ketoacidosis (dka) and acute kidney injury. The patient was admitted to the hospital overnight. The ketones were undetermined. No further details.